Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: b5, e1(event site address, city and event site telephone). A getinge field service engineer (fse) evaluated the unit and confirmed from the log fault #115 occurred. The executive processor board has been replaced. The device is operating normally. All functional and safety test were performed.

Event description:
It was reported that during use, cardiosave intra aortic balloon pump had an internal communication error, there was no patient harm.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). Event site city: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in cardiosave intra aortic balloon pump there was an internal communication error, there was no patient harm.